Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported an 83-year-old male undergoing coronary artery bypass grafting with posterior graft and mitral valve repair was implanted with an impella 5.5 device for mechanical circulatory support. The plan was to pull back impella plus caution lifting heart. Md did not wish to pull back impella and when md lifted heart defect noted in the left ventricle (lv) wall. Md stated lv wall is very thin. The defect was repaired, and the case was completed successfully. The patient was stable.

Manufacturer narrative:
The investigation for the ventricle perforation has been completed. Pump was not returned for investigation. The clinical information provided mentions that during lifting the heart the left ventricle wall was seen to be very thin leading to ventricle perforation. Therefore, the root cause of the ventricle perforation issue was most likely patient condition related. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- d6a/d6b. F6/f8 should have been left blank in the initial report.